Event description:
It was reported that on (B)(6) 2025 a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During pre-deployment establish final arm angle (efaa), the first mitraclip xtw opened from 20 degrees to 180 degrees. Troubleshooting was performed 3 times, but the clip continued to open. The mitraclip xtw was removed and a new xtw was implanted successfully. The final mr was grade 2. There were no adverse effects or clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.